Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the customer has been having high blood glucose. Customer's blood glucose was 500 mg/dl. Customer treated with a humalog pen. Customer had the following symptoms of high blood glucose: vomiting dark green and coughing. Customer stated that the nurse is on the way. Customer had a no delivery alarm on the insulin pump in the alarm history. Customer did not want to run the high pressure test. Caller stated that the pump gave a no delivery alarm last night, so she knows that it is working. Caller was advised to have the customer do a complete set change. Caller did not want to finish troubleshooting since the nurse had arrived and will help treat the customer. Caller stated that everything seems to be working as designed.